Manufacturer narrative:
A beckman field service engineer (fse) evaluated the dxc 700 au chemistry analyzer and identified malfunctioning of the sample detection board and its cable. The fse replaced the sample detection board and its cable to resolve the issue. The fse performed calibration and quality control with passing results. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining zero patient results intermittently for unspecified chemistries on their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.